Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose was 400 mg/dl. The customer also reported a broken belt clip. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.